Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an acute stroke status post emergent thrombectomy after heartmate 3 implant. The admission included multifocal ischemic stroke secondary to acute right m2 occlusion status post thrombectomy despite heparinization iso cardiac surgery. The patient was intubated and received percutaneous endoscopic gastrostomy (peg) during admission. The patient was discharged to rehab with residual left hemiparesis but was neurologically intact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.